Manufacturer narrative:
Manufacturing site evaluation: 1. Description of defect information received: io material split, cut or torn. Sample product availability: yes [x ] no [ ]. Sample product quantity: 10 piece (s)..: 2.summary of investigation: applied test method. Visual [x] functional [ ] mechanical [ ]. Investigation result: defect confirmed: yes [ x] no [ ]. Description of product non-conformity: in summary, the cause is a combination of defective parts. First, the ek00220s are not fluorinated to specification and second, the ek02252s are not dimensionally accurate or true to shape. If the ek002250s are fluorinated correctly, small micro lines can be found on the surface. If fluorination is not correct, these lines are not visible. These failures can lead to high friction between the inserted dilator or instrument and cause the internal parts (ek002250 and ek002252) to jam and detach. 3.conclusion root cause analysis. Description root cause: manufacturing-related details on root cause: n/a 4.device history record: results of review device history records (DHR): manufacturing-related defects were found that were not detected by the tests during the manufacturing process. The tests will be reviewed and adjusted accordingly. Description of deviations related to complaint: n/a. 5.corrective measures. Decision for corrective measures: yes [ ] no [ x ]. Description of corrective measures incl. Recommendations to customer, if applicable: n/a. 6 sales decision. Warranty-credit.

Event description:
Investigation complete.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That disp.univ-sealing unit f/10/12mm trocars (product # ek002su) were used during a laparoscopic gastric sleeve case on (B)(6), 2023. According to the complainant, the seals were tearing during the case. Additional information received confirmed that fragments broke off inside the patient. It was also communicated that the abdominal cavity was insufflated in order to retrieve fragments that broke off inside the abdominal cavity. It was stated that there was a delay of about five (5) to ten (10) minutes. The surgery was able to be completed with a new disposable seal. The adverse event/malfunction is filed under aic reference xc (B)(4). Reference associated medwatch report # 2916714-2023-00034_MDR.